Event description:
A us distributor returned an electrode belt sn (B)(4) indicating that the belt would not communicate with a test monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. Upon evaluation, there was an open red (can h) wire inside the trunk cable. The cause of the inability to communicate with a test monitor is the open red wire. The root cause of the open red wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open pulse wire.